Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he and his doctor elected to replace the ins based on prior ins battery life and how it was responding on a weekly and because it wasn¿t responding as quickly or efficiently on a weekly and a daily basis and that it was time to get it switched out now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's new battery was placed on (B)(6) 2020. The circumstances that led to the implant not responding was due to the patient charging cycle. The patient had been used to charging every 14 days, but this went down to five days. No further information was reported.